Event description:
I used an ellume covid-19 test (lot pg07w-h) on (B)(6) 2021. This is a non-recalled lot as I checked on ellume's website. I received a positive result, which I now believe was a false positive. I subsequently took an abbott binax now covid-19 test, also on (B)(6) 2021, which was negative. To be sure I did not have covid-19, on (B)(6) 2021, I had a pcr test performed (accula covid-19 rapid pcr test), which was also negative. FDA safety report ID # (B)(4).